Manufacturer narrative:
(B)(4) device evaluation indicated that no analysis was required, there was no alleged failure on returned device.

Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg explant procedure.